Manufacturer narrative:
Journal article: dislodged coronary artery stent retrieved with an endovascular snare authors: jonathan senior, marina roelas guillamo, angie ghattas, luke tapp journal: texas heart institute journal year: 2020 reference: doi.org/10.14503/thij-17-6587. If information is provided in the future, a supplemental report will be issued.

Event description:
A case report titled "dislodged coronary artery stent retrieved with an endovascular snare" was submitted. Patient presented with exertional chest pain. A pharmacological stress test and myocardial perfusion imaging revealed reduced left ventricle ejection. An angiogram revealed minor coronary artery disease in the left coronary artery (lca) and stenosis in the right coronary artery (rca).coronary angiography was followed by pci through a 6f sheath introduced into the rca. A medtronic 6f jr4 guide catheter was used to cannulate the rca. A non-medtronic guidewire was used to cross the lesion. Pre-dilation was performed using a 2.5x15 mm sprinter legend balloon. This maneuver caused a dissection within the lesion. A 3.0x22mm resolute onyx stent was attempted to be used to stent the lesion back to the rca ostium, however during stent deployment the stent moved proximally due to guide catheter displacement and deep inspiration by the patient. As a result, only one third of the stent was deployed in the rca, the remaining proximal length extended back to the aorta. Another stent was then used to cover the stenosis and the dissected area. When attempting to remove the dislodged stent care was taken and the angiowire was not removed. A deflated balloon was advanced distally beyond the dislodged stent and inflated in an attempt to remove the stent by traction, but failed. An attempt was then made to re-inflate the balloon within the stent and remove with gentle traction, this also failed. A 1.0x10mm medtronic falcon chronic total occlusion balloon was attempted to be passed through the stent distally but it could only be passed into the proximal part of the stent. There, the balloon was inflated at high pressure and gentle traction applied but the grip on the stent was insufficient to remove it. Next, a second wire was passed into the rca but could not be advanced sufficiently into the dislodged stent. Then, a medtronic 25-mm amplatz goose neck snare was advanced through the guide catheter but could not be advanced far enough over the stent to remove it. Finally, a non-medtronic endovascular snaring device was used to successfully remove the dislodged stent from the patient. A 3.0x22mm resolute onyx stent was then deployed proximally and was overlapped with a 2.75x10mm resolute onyx stent to cover the dissected area of the lesion. The final angiographic result was excellent. No further procedural complications occurred, and the patient was discharged from the hospital on the same day.